Manufacturer narrative:
No pt samples were returned and no lot number was provided. Product support could not perform further investigation. Technical services received initial complaint via e-mail on (B)(6) 2012 and e-mailed customer back to have customer call back to provide additional information. Attempts made to get more information from the customer were unsuccessful. On (B)(6) 2012, technical services spoke with field representative who reported that he would be visiting the account to discuss the matter. Technical services still did not hear from customer on this day. On (B)(6) 2012, another attempt to call customer was made, but technical services was unable to reach the customer. A voice-mail was also left for the field representative asking him to call back if more information had been captured. On (B)(6) 2012, the field representative called back to state that the customer will most likely not call back regarding this issue as they are trying to move over to the competitor system to run their tni's. Conclusion: an investigation of trend code involved in this case indicates that the number of complaints from this (and/or previous) month does not exceed historical levels of call volume for the product involved and that the complaint trend is steady. The complaint is subject to routine tracking and trending. No correction action required at this time as no product deficiency was established.

Event description:
Caller reported potential false positive troponin (tni) results on the triage cardiac panel for 2 pts. On (B)(6) 2012, they had two pts that had been diagnosed with mi's that had negative results. No other pt information was provided.